Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient's post operative complications cannot be determined at this time. Adhesions and infection are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The patient's attorney has alleged the following: (B)(6) 2016 - the patient underwent repair of abdominal hernia and a bard/davol ventrio st mesh was implanted in the patient during this repair. On (B)(6) 2017 - the patient underwent surgery to explant an infected hernia mesh. During the surgery, a massive infection was found, at the location where the mesh was located and removed. The bottom surface of the mesh was separated from the omentum and portions were densely adhered to the small bowel. Adhesions had to be removed before the mesh could be completely excised. As alleged, the patient continues to experience complications related to the bard/davol ventrio st mesh and that the patient has been injured. Attorney alleges that the patient has sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment and that the ventrio st implanted in the patient was defective.